Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. The complainant indicated the device shocked the patient inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). Evaluation of the ECG data found that the presented heart rhythm met the device's requirements for defibrillation and the device appropriately reported a "shock advised" prompt. The device was tested a zoll (B)(4) for the customer's report that the device discharged energy to the patient without pressing the shock button. The device underwent preventative maintenance tests, this includes all buttons to be pressed for functionality. The device was functionally tested on a simulator, testing all defib related and analyze functions of the device, this includes all the buttons required to perform the defib functions of the device. The device passed all testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.